Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that act buttons were sticky of insulin pump and had unexpected no delivery alarms. Customer stated that insulin pump was slower to rewind. The blood glucose of the customer was unknown. The customer declined troubleshooting. The insulin pump will not be returned for analysis.